Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample was returned for evaluation. Visual evaluation of the sample confirms a yellowish embedded substance identifying as burnt resin (die drool) on the guard. Visual evaluation of the returned sample confirmed the foreign contamination to be burnt resin. Incidents of this nature are attributed to the operator's oversight during the inspection process and the packaging of the product. Although our training procedures ensure that all our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. A historical review of the customer complaint database dating back one year revealed no trends of this nature against this finished good item or lot number. Therefore, no formal corrective action is warranted at this time. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of issue: there appears to be contaminate on or in the dispensing pin spike cap. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.